Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with an unreported antibiotic (type, dose, frequency, and route unknown). At the time of the report the patient had been discharged from the hospital and was recovering from this event. No additional information is available. This is report 1 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ¿baxter will continue to monitor similar reports to determine if further actions are required. Batch reviews were conducted for potentially associated lot numbers h13e15028 and h13f10084 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).